Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 19-dec-2024 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.

Event description:
Consumer reported complaint for the trueplus lancets. Customer stated that the needle comes out with the cap. The package was not open or damaged when received by the customer. The customer has used at least half of the box of lancets; customer stated some work and some do not. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 13-feb-2025: h6: updated FDA¿s type, findings and conclusions codes. H10: lancets were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using lancets from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.